Event description:
Customer using accu-chek compact system. Customer reports getting readings of approx 900mg/dl. Readings are outside of the reading range of the device (10-600mg/dl). Location of malfunction not provided. No quality control information provided. No treatment was received based on readings. No adverse event reported. A request was made for the return of the suspect product and a replacement was sent. Accu-chek compact system: meter and accu-chek compact test strips lot # not provided, exp date# not provided.

Manufacturer narrative:
The suspect product is the compact meter.